Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer was hospitalized due to an elevated blood glucose level of 579 mg/dl and high ketones. Customer alleged the pump was not delivering insulin. Customer was treated with intravenous fluids and insulin. Customer was released from the hospital the following day. Tandem technical support reviewed pump data and the pump functioned as intended.